Manufacturer narrative:
A boston scientific technical services consultant reviewed the latest data from the patient's remote monitoring system which had no stored episodes. The consultant discussed the programmed parameters with the caller who will communicate with the patient's physician to follow this patient via remote monitoring. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient had a syncopal event and received a shock and fell on the bathroom floor. No adverse patient effects were reported.